Manufacturer narrative:
Serial number of the disposable device not provided by the complainant. Serial number of radio frequency controller not provided by the complainant. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review was conducted for the reported lot number. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. According to the instructions for use (IFU) warnings: use caution not to perforated the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgment to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. (B)(4).

Event description:
Prior to the novasure endometrial ablation, the physician performed a successful polyp removal using the myosure (tissue removal device). A hysteroscopy was done after the myosure and physician reported "cavity looked great". During the novasure procedure there were several unsuccessful cavity integrity assessment (cia) tests. The physician performed a laparoscopy and saw a small perforation "at the posterior area of the cornua". The physician "ran the bowel during the laparoscopy and the bowel looked fine". The physician "decided not to treat the perforation and let it heal naturally". The pt was discharged home. A dilatation and curettage (d&c), and sounding with a metal sound (not hologic devices) were performed prior to the attempted ablation. It is not known when this perforation occurred or what instrument may have been the cause. On (B)(6) 2012, it was reported that the pt is "doing well".